Event description:
It is reported that the device was implanted in early 2006. Early 2008, patient presented with significant effusion of the knee. X-rays showed broken femoral component. Revision surgery occurred in 2008.

Manufacturer narrative:
Evaluation summary: it is reported that the femoral component fractured and the knee was revised over two years post-op. The patient is a male. Patient is a bike rider and is a pretty active person. The patient denied having any injury or traumatic event. The femoral component was returned in two pieces, and it has fractured from a section where the cement pocket with the long post meets the pocket with the short post. Part has deposits of bone cement in the pockets. Pre-op x-rays were reviewed and it shows lucency on the tail end of the posterior condyle surface. Implant size selection seems to be appropriate as implants have good coverage of the bone. The cause could not be definitively determined, however, the analysis shows that the femoral component fractured due to material fatigue. Evaluation: the returned devices meet specification where measurable in their current condition. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis showed crystallographic micromechanism of fracture that is typical of fatigue fracture in cocrmo alloy. The fracture appears to propagate from inner surface to the articulating surface side and appears to originate from the corner opposite to the slot.